Event description:
It was reported that the patient was in cardiogenic shock after rock port cardiac arrest. The iab was placed after stents were also placed in the patient. Patient came into ICU and the iab was functioning well with good systolic, diastolic, mean and augmented pressures. On (B)(6), the pump started to alarm "unable to calibrate" and pressures were measure via cuff as avg: 79, syst/diast: 48/38 and mean: 51. At this time, a radial arterial line was also place. Iab appeared to continue to pump appropriately with patient dying at 2:43. The hospital policy is not to place a pressure line with bag, so there was no way to transduce blood pressure from the iab pump for an accurate blood pressure.

Manufacturer narrative:
The device was returned for evaluation and a visual inspection was performed. The device membrane was found to be completely unfolded with blood on the exterior of the catheter and between the catheter and sheath. In order to verify the reported event, a sensor output test was performed to determine if the optical sensor was operating as intended. The returned optical sensor performed according to specifications with no defects found. Additionally, an underwater leak test was performed and no leaks were detected on the device. Based on the description of the event and the results of the evaluation, we are unable to confirm the reported problem or determine a root cause. Device history records were reviewed and no non-conformances were found related to the reported issues. (B)(4).